Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer (qe) was notified, and a nonconformance report (nc) was initiated for this issue. The nonconformance report (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided per facility. Age & date of birth: requested, not provided per facility. Patient sex: requested, not provided per facility. Weight: requested, not provided per facility. Ethnicity: requested, not provided per facility. Race: requested, not provided per facility. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: asst director of cath lab. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 would not hold air. By time patient got to post-op the band was deflated. There was no patient injury/medical or surgical intervention required. Additional information was received on 17 may 2023: hemostasis was achieved with manual pressure. The procedure performed was a heart catheterization. They advised it would not hold air. The device was not manipulated before use in any way during pre-use or during storage. The product stored prior to use as normal on shelf. The patient condition was in stable condition.